Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Because patient did not return her strips, so we tested the retain strips of same batch from our warehouse (strip lot number:d181026-2 ) with our in house control solution and returned meter. The control solution tests for level low were 73/70 mg/dl; for level high were 258/250 mg/dl. The request control solution ranges are: level low 40~90 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 11:30am at her home. End-user stated about 5 hours after testing with her prodigy meter and getting a result of 169 mg/dl she was found passed out in her home. Paramedics were called. End-user does not know how long it took for paramedics to arrive. Upon arrival the paramedics tested her blood glucose and received a result of 23 mg/dl. Paramedics did not test the end-user with her meter. She was then transported to the hospital. She unsure what treatment the paramedics provided. When she arrived at the hospital her blood glucose was 109 mg/dl. She wasn't given anything to raise or lower her blood glucose. Her urine blood tests and blood pressure were all normal. She was at (B)(6) for 5 hours. She was told to follow up with her primary doctor. She is currently taking 6 units of novolog in the morning and 7units at dinner time, and 5 units of levemir at night. No additional information was provided.